Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the c-cover and the air water nozzle of the gastrointestinal videoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. The event 5, 9 is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the c-cover and the air water nozzle of the gastrointestinal videoscope had foreign objects. There were no reports of patient involvement.